Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 90% stenosed. Once an unspecified stent was implanted post dilatation was attempted with a 4.0x12mm nc trek balloon dilatation catheter (bdc); however, the balloon ruptured during the first inflation at 12 atmospheres. A non-abbott bdc was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.